Event description:
It was reported that the customer was hospitalized with high blood glucose over 400mg/dl, and the insulin pump was malfunctioning. The mother stated that the customer had bent cannulas and had reported this issue before several times. The mother stated that the cause of her admission was high blood pressure and dehydration. Troubleshooting was performed, and the drive support cap appears to be normal. Further testing could not be performed as customer stated that the insulin pump seems to be functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.